Event description:
New information notes that the patient's right atrial lead was capped and replaced on 20 oct 2021. The patient was discharged post-procedure.

Event description:
Related manufacturer reference number: 2017865-2021-32778. It was reported that a patient presented in clinic on (B)(6) 2021 with noise on their right atrial and right ventricular leads that were causing inhibition of pacing. Programming changes were made to address the right ventricular lead noise issue. No further intervention was reported.